Event description:
It was reported that a spectrum pump keypad had a constant output of the letter 'p'. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the stuck keypad and constant output of the letter 'p'. Keypad malfunctions were obvious during the product eval. The following keys are inoperable: #6, and #9 key caused by a failed keypad. When attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the #6 (p) key will occur following the selected key's function (eg numerically: when the #1 key is pressed, 16 will be displayed, alphabetically: when the "abc" key is pressed, ap will be displayed interfering with mdl drug searching. The keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.